Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "no sound when the set is loaded" was not reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had no sound when the set is loaded which occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.